Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a peritoneal catheter on (B)(6) 2015. According to the report, the patient developed an infection after the surgery. It was reported that the catheter was explanted on (B)(6) 2015. It was also reported there was no injury to the patient and the patient's current status is normal.

Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
Approximately 98 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. Proteinaceous debris was noted on the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).